Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Patient reported that he developed an infection approximately three weeks following rotator cuff repair. The patient was prescribed antibiotics and returned to surgery multiple times for wound incision, drainage and debridement.